Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that the customer was not receiving an audible continuous glucose monitor (cgm) high blood glucose (bg) alert. As the event occurred in the past troubleshooting was unable to be performed; reportedly, the cgm alert was resolved by turning the alert off and back on again. Reportedly, the customer entered an incorrect amount of carbohydrates into the carbohydrates field of the bolus menu resulting in a "high" bg level. A correction bolus was delivered via the pump to address the high bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the alert - not audible issue.